Event description:
Information was received from a health care provider (hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient receiving intrathecal compounded baclofen 575 mcg/ml at a dose of 27 mcg/day and morphine 8.6 mg/ml at a dose of 0.4 mg/day via an implantable pump. It was reported that there was a return of pain. The patient reported less efficacy in managed her spasticity. It was stated that the patient had fallen in the past and also had several back surgeries (unknown when). The patient was having her pump replaced and the physician checked the catheter at the time of replacement. Diagnostics/troubleshooting performed included the physician trying to aspirate from the catheter access port (cap). The hcp disconnected the pump and tried to flush preservative free saline through the cap to make sure there wasn't something plugging it up. He freed all entangled catheter within the pocket and accessed the spine side and cut the catheter to see if he could get flow from the spinal segment. The hcp was unable to aspirate from the cap. He tried to free the catheter in the pocket but still was not able to get flow. He accessed the spinal side and cut the catheter and determined there was no flow so he opted to remove the old catheter and place a new one. Actions/interventions taken included a new 8780 catheter was placed. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.